Manufacturer narrative:
The customer reported that their AED will not power on, the asi is flashing red, and the pads are expired, the maintenance schedule is reported as unknown. The customer was advised to remove the battery pack from service, and contact the distributor for a new battery pack and pads. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED will not power on and the asi is flashing red. The pads are expired, with an expiration date of 31 dec 2021. The reported event did not occur during patient use.